Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/one coil was protruding from tube'), embedded device ('a single coiled segment of silver metallic wiring (candidate essure device) is identified within the myometrium'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia), autoimmune hypothyroidism ('autoimmune disorder-hypothyroidism') and procedural hemorrhage ('excessive blood loss during the surgery') in a 39-year-old female patient who had essure (batch no. 772500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, paratubal cyst, chronic cervicitis, nabothian cyst, endocervical squamous metaplasia, adenomyosis, subserous leiomyoma of uterus, abnormal uterine bleeding, skin tags and peritoneal adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmennorhea (cramping"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes/mood swings"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), procedural hemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, levothyroxine and surgery (hysterctomy (full), bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, autoimmune hypothyroidism and procedural hemorrhage outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, weight increased, fatigue, hormone level abnormal and female sexual dysfunction had resolved. The reporter considered abdominal pain, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, pelvic pain, procedural hemorrhage, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure confirmation test date was done on (B)(6) 2011 (before insertion date). Patient received treatment for pelvic pain, abdominal pain , dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, fallopian tube perforation, weight gain, fatigue, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Lot number: 772500. Manufacture date: 2010-08. Expiration date: 2013-08. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/one coil was protruding from tube'), embedded device ('a single coiled segment of silver metallic wiring (candidate essure device) is identified within the myometrium'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)'), autoimmune hypothyroidism ('autoimmune disorder-hypothyroidism') and procedural haemorrhage ('excessive blood loss during the surgery') in a 39-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, paratubal cyst, chronic cervicitis, nabothian cyst, endocervical squamous metaplasia, adenomyosis, leiomyoma of uterus, unspecified, abnormal uterine bleeding, skin tags and peritoneal adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes/mood swings"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, levothyroxine and surgery (hysterectomy (full), bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, autoimmune hypothyroidism and procedural haemorrhage outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, weight increased, fatigue, hormone level abnormal and female sexual dysfunction had resolved. The reporter considered abdominal pain, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, pelvic pain, procedural haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure confirmation test date was done on (B)(6) 2011 (before insertion date). Patient received treatment for pelvic pain, abdominal pain , dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, fallopian tube perforation, weight gain, fatigue, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion.. Lot number: 772500 manufacture date: 2010-08 expiration date: 2013-08. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, patient's medical history and event "a single coiled segment of silver metallic wiring (candidate essure device) is identified within the myometrium" were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/one coil was protruding from tube'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)'), autoimmune hypothyroidism ('autoimmune disorder-hypothyroidism') and procedural haemorrhage ('excessive blood loss during the surgery') in a 39-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In april 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes/mood swings"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, levothyroxine and surgery (hysterctomy (full), bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, autoimmune hypothyroidism and procedural haemorrhage outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, weight increased, fatigue, hormone level abnormal and female sexual dysfunction had resolved. The reporter considered abdominal pain, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain, procedural haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure confirmation test date was done on (B)(6) 2011 (before insertion date). Patient received treatment for pelvic pain, abdominal pain , dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, fallopian tube perforation, weight gain, fatigue, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.5 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Lot number: 772500, manufacture date: (B)(6) 2010, expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/one coil was protruding from tube'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)'), autoimmune hypothyroidism ('autoimmune disorder-hypothyroidism') and procedural haemorrhage ('excessive blood loss during the surgery') in a (B)(6) female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes/mood swings"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, levothyroxine and surgery (hysterectomy (full), bilateral salpingectomy and ablation). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, autoimmune hypothyroidism and procedural haemorrhage outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, weight increased, fatigue, hormone level abnormal and female sexual dysfunction had resolved. The reporter considered abdominal pain, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain, procedural haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure confirmation test date was done on (B)(6) 2011 (before insertion date). Patient received treatment for pelvic pain, abdominal pain , dyspareunia (painful sexual intercourse),dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hypothyroidism, fallopian tube perforation, weight gain, fatigue, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- case becomes incident. Event injury was replaced with new events- pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), autoimmune disorder-hypothyroidism, perforation: fallopian tubes, weight gain, fatigue, mood swings were added. Explant date was added. Lab data was added. On (B)(6) 2019: fu 2 and 3 processed together. Pfs received- lot number was added. New event female sexual dysfunction, excessive blood loss during the surgery, abnormal bleeding(vaginal) was added. Patient¿s demographic details were added. Incident we received a device-related defect or malfunction caused lot number. A technical investigation will be conducted, including a death or serious injury. If additional batch review, and a review of complaint records and other non-conformances data; should any new and reportable information becomes available it as a result, this will be provided in a supplementary report.